Event description:
It was reported that the unit was sent to them for repair because the green or blue cable is defective. It was not noted if the issue occurred during a procedure. No pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the unit was rec'd at the int'l service center. Based on analysis results, the complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable. Part replaced that was not related to the customer complaint was fastening material. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.